Event description:
During an normal device replacement procedure, the set screw was unable to be removed from the device header. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported complaint of unable to remove the set screw in order to remove the right ventricular lead was confirmed. Visual analysis revealed calcified blood was filling the ventricular setscrew inset. This calcified blood was preventing the wrenches from engaging the ventricular setscrew inset to untighten the setscrew. Wrenches are unable to penetrate the calcified blood and the blood most likely came through the hole punched through the septum by the torque wrench during the implant procedure. Additionally, electrical testing revealed the remaining battery voltage was normal and above elective replacement indicator (eri) level.